Event description:
An altitude alarm was reported for the insulin pump, but there was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was suspended due to the alarm, and they were instructed to clean the speaker holes and reconnect the cartridge. Despite these efforts, insulin delivery could not be resumed immediately. Technical support determined that the original cartridge did not vent properly and decided to replace it. Eventually, the pump resumed normal operation.